Event description:
The pt was implanted with a left ventricular assist device. Approximately 2 months post-implant, the pt experienced high lactate dehydrogenase (ldh) and plasma free hemoglobin (hb), which was ongoing despite two separate occasions of treatment with thrombosis. The pt expired while in the hospital. Other pathologies of note were signs of an on-going infection: the pt had a pleural collection with very high white blood cells (wbc) and c-reactive protein (crp) for over a month. The pt also received multiple blood transfusions post-implant.

Manufacturer narrative:
The pump was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.